Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown; model: 3660, scs ipg, therapy date: unknown.

Event description:
Device 2 of 3. Reference MFR. Report#s: 3006705815-2019-00652, 1627487-2019-02457. It was reported the patient had been receiving ineffective therapy. Multiple reprogramming attempts were unable to provide resolution. In turn, the patient's scs system was explanted.